Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30537288m number, and no internal action related to the complaint was found during the review. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered a heart block requiring a temporary pacemaker and a permanent pacemaker implantation was scheduled a week after the procedure. During cavotricuspid isthmus (cti) ablation, atrioventricular (av) conduction was disrupted, and heart rate (hr) was 0 for approximately 20 seconds. Blood pressure was maintained with a backup pace from the stsf used for ablation. After about a minute, av conduction returned to normal hr. As a precaution, a temporary pacemaker was placed, and the procedure was completed. The result was 1 block, and pacemaker implantation was scheduled the week after the procedure. This adverse event was discovered during the use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that this is procedure related. The physician commented that at the time of cti ablation, the atrial septal side was accidentally ablated. The patient outcome was reported as improved. It was not reported that extended hospitalization was required.

Manufacturer narrative:
In the previous submission, a recall number was incorrectly provided. Please note that this recall number is not associated with this event. Manufacturer's reference number: (B)(4).